Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted, which can be considered to be the root cause of the clinical observation. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to tensile forces, presumably during the implantation procedure. During the analysis coagulated blood was identified in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, the lead's distal part was found bent, which resulted most likely from the implantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular lead was dislodged and was replaced with a competitor's lead. This rv lead has no allegations but was basically the physician's preference. No adverse patient effects were reported.